Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-oct-25. It was reported that the hcp was unable to aspirate from the catheter access port (cap) during the dye study. The dye study was aborted. It was unknown when the volume discrepancy first occurred. The plan was to perform surgical revision on (B)(6) 2019, but the revision date was later changed to (B)(6) 2019.

Manufacturer narrative:
Event description updated to reflect the information received on 2019-nov-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-nov-20. It was reported that the case was rescheduled to an unknown date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-24 regarding a patient receiving clonidine and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the expected volume was 4.8ml, but according to the clinic the actual volume was 16. The clinic noted that the patient had fallen recently and the plan was to perform a catheter dye study on an unknown date. The issue was unresolved at the time of report and it was unknown if surgical intervention was planned. The patient's status was alive - no injury and no further complications were reported or anticipated.